Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis drawer partially opened and did not allow the anesthesia provider to remove the needed medication. A field service engineer checked the drawer and all connections, reseated the cables to all i18 drawers, and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the pyxis drawer was partially opened and would not allow anesthesia provider to remove medication. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this event.